Manufacturer narrative:
(B)(4). The device was manufactured november 11, 2015 ¿ november 12, 2015. The device was received for evaluation in an opened package. Visual inspection was performed and revealed the blue winged luer cap had disconnected from the distal luer. The cause of the condition could not be determined as the device was not returned in its original unopened package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was separated from the luer adaptor of a small volume infusor. This was noted before use. There was no patient involvement. No additional information is available.